Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was lost in transit by the sales representative.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician noticed the smart coil was not keeping its intended shape inside the aneurysm after being advanced through a benchmark select catheter (benchmark select); therefore, the smart coil was removed. The procedure was completed using the same benchmark select and new smart coils. There was no report of an adverse effect to the patient.